Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2008, (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat cystocele, urinary obstruction and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior repair with mesh insertion and cystoscopy performed during mesh implantation.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.